Event description:
It was reported that during central processing and cleaning, the customer noted that the fenestrated bipolar forceps (fbf) instrument pulley cracked. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint of pulley was cracked. For clarification, the instrument was found to have charring and localized melting at the grip base on the yaw pulley. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument has 9 uses remaining.